Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that full height drawer 3 was not opening. A field service engineer reseated the soleniod and receded the connector to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.